Event description:
On (B)(6) 2013 the reporter contacted animas alleging that on (B)(6) 2013 the patient was taken to the e.r. For elevated blood glucose (bg) over 500mg/dl and was diagnosed with diabetic ketoacidosis. The patient was reportedly treated with IV fluids and insulin. The patient had reportedly attempted to correct for elevated bg prior to ER admission with the pump and injections on his own. The patient reportedly had the stomach flu at the time of the reported incident, but it was unclear if that was the sole cause of the reported incident or not. During troubleshooting, the reporter noted air bubbles in the cartridge and the tubing. A review of cartridge preparation found incorrect cartridge fill technique, resulting in air bubble formation. There was no defect found with the cartridge, and the reporter was advised on appropriate technique to avoid air bubbles. This complaint is being reported because the patient allegedly experienced hyperglycemia requiring medical intervention with a possible contributing factor of air bubbles in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. The cartridge was not requested for return since there was no product defect identified. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.